Event description:
The hospital reported issues with the vasoview hemopro 2 during distal insufflation. There was a flow and no pressure.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations:(B)(6). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.